Manufacturer narrative:
(B) (4).

Event description:
Per the physician, the patient was explanted due to facial nerve stimulation and lack of hearing benefit. The results of an integrity test in 2009 indicate normal device function. During an MRI, it was discovered the patient has no auditory nerve. The patient was explanted seven months later. Reimplantation is not planned.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired scissored clips on the second, fourth and every firing after that. No clips fell into the patient. Another device was used to complete the procedure. No adverse consequences reported.